Event description:
It was reported the insulin on the reservoir does not empty fully and customer has been going through insulin. Customer's spouse stated 20 to 25 units remained in the reservoir. Customer's spouse stated customer has been having high blood glucose and the device has not alarmed, but customer has been changing infusion set to resolve the issue. Customer stated the device was set to alert low reservoir at 10 units and device has not alerted. Customer's blood glucose was over 400 mg/dl. No symptoms. Customer high readings were due to infusion set pulling out of site on leg. The drive support cap was normal. No leaks or air bubbles noted. Manual prime was performed and insulin did exit. Alarm history had no delivery alarms and low reservoir alarms. Customer was advised to perform a manual bolus in the air and bolus did appear in history. High pressure test was performed and device did pass. Cannula was not bent. No further information reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.